Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: late-onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with two 495cc mentor memoryshape breast implants and experienced bilateral late-onset seromas and left-sided anisomastia postoperatively. The patient has been undergoing percutaneous aspirations of the chronic seromas, and the surgeon reported that the tension from the seroma may have enlarged the breast pockets and resulted in the left-sided device migration. The patient also experienced widening of incisional scars bilaterally. As a result, the patient underwent explantation and replacement with like device, catalog # 3341302, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. This medwatch report is for the right-sided implant.